Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was low flow during therapy. Therapy was interrupted in order to replace the pads on the patient with a new set of pads; however, the flow remained low. Additional information regarding this event has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was low flow during therapy. Therapy was interrupted in order to replace the pads on the patient with a new set of pads; however, the flow remained low. Additional information regarding this event has been requested.